Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: (B)(6) 2028, UDI#: (B)(4). H3: product ID 977c165 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977c165 specify surescan magnetic resonance imaging (MRI) 5-6-5 was associated with a return of pain, high impedance at electrodes 0, 2, 3, 4, 5, and 7, loss of stimulation, and stimulation in an incorrect location. Impedances were measured and the device was programmed around the impedance issues. A device revision was performed, during which the lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.